Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse visited the site and checked unit over found that the pressure value was very low, tried to adjust the regulator but no change, removed the scroll compressor and installed a new compressor. Performed a complete calibration and electrical safety test, ran a full functionality test and unit meets factory specifications. Unit was returned to customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units balloon pump not inflating and has code 77.

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) units balloon pump not inflating and has code 77. There was no patient involvement and no harm reported.